Manufacturer narrative:
Follow-up information received on 17-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up from 28-dec-2015: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. She subsequently had essure removed and recovered from her symptoms. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to essure device; some patients may develop an allergy to nickel if the device is implanted. In the present case, the patient knew she was allergic to nickel prior to essure insertion. Given the nature of the reported event and the positive dechallenge, causality with essure cannot be excluded. This case was regarded as incident due to required intervention for essure removal. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 03-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) placed bilaterally on (B)(6) 2015. It was reported that patient subsequently had them removed (do not know date of removal) because of nickel allergy. Physician was told the patient knew she had a nickel allergy but never mentioned it to the doctor. Reporter was unable to ascertain what symptoms led to the patient requesting removal. Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. She subsequently had essure removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. In the present case, the patient knew she was allergic to nickel prior to essure insertion. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention for essure removal. Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the event was caused by a potential quality defect. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 17-nov-2015 - questionnaire provided: the patient's concurrent conditions included normal weight ((B)(6)). She was not post-partum. Essure lot number was c51069. During insertion, cervical dilatation, sounding and cervical block were applied. The insertion was considered difficult - it was difficult to cannulate coils due to tubal spasm. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure took less than 20 minutes. No imaging test was performed to confirm essure placement. Back-up contraception included condoms. The events and details were medically confirmed by physician. Laparoscopic bilateral salpingectomy was provided as treatment and was considered medically necessary. During surgery, the devices were found in normal place, bilaterally. No hospitalization occurred. The patient's symptoms resolved after surgery with good outcome and the physician considered the allergy related to essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. She subsequently had essure removed and recovered from her symptoms. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to essure device; some patients may develop an allergy to nickel if the device is implanted. In the present case, the patient knew she was allergic to nickel prior to essure insertion. Given the nature of the reported event and the positive dechallenge, causality with essure cannot be excluded. This case was regarded as incident due to required intervention for essure removal. An updated product technical analysis (lot number provided upon follow-up) is expected.